Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer stated that there is a loss of communication between the transmitter and the pump, cosmetic damage on the pump, and the pump clip damage. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, acc-1599, and mmt-7841zn. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the loss of communication, and the customer confirmed the transmitter serial number is programmed in the manage devices screen. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the pump clip and the non-serialized product being replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a, acc-1599, and mmt-7841zn.